Manufacturer narrative:
(B)(4). After inserting a battery, unit received with failed battery test due to moisture damage battery connector and pcba1. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify low battery alarm due to the failed batt test alarm. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rejected new batteries and the batteries lasted for 10 days. No harm requiring medical intervention was reported. The device will not be returned for analysis.